Manufacturer narrative:
(B)(4).

Event description:
Lead management procedure to extract two leads. The rv lead was prepped with an lld ez and a 14f glidelight was used until the lead was removed. After the lead was removed a drop in blood pressure occurred. A sternotomy was performed revealing a small tear in the svc/ra junction. The injury was repaired and the extraction continued with another lld ez and glidelight extracting the ra lead without additional adverse event. The patient survived the intervention.